Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, the customer had a 319 error at startup. An intuitive surgical, inc. (Isi) technical service engineer (tse) was able to see in the live logs that error 319 was associated with the endoscope controller (ec). The caller confirmed that there was no led lit on the ec. There were leds blinking inside the ec. The tse explained that the ec had power. The tse suggested to power down the system and cycle the breaker on the vision side cart (vsc). The orange fiber cable between the video processor (vp) and ec was secured. The customer powered up the system, but error 319 showed up again. The tse suggested to power cycle one more time and try to reconnect the orange fiber cable at both ends. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that the procedure was not aborted. A new tower was found for the case from another operating room (or). The customer used the new tower to complete the procedure without any noticeable delay to the patient or staff.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to replicate the issue and replaced the endoscope controller (ec). The fse also checked all power cables and noticed that the cable to the video processor (vp) was loose. Once all cables were secured, power applied to the vision side cart (vsc), and the error no longer showed. System was power cycled. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The ec was analyzed, and failure analysis was not able to replicate the reported problem on the test system. The ec was installed on the test system and had no errors. Good video in both eyes with no anomalies were observed. The system was run for ten power cycles with this ec installed and no errors or video issues found. The complaint was not confirmed by the failure analysis.